Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the megasoft pad was received with no serial number or expiration date printed on the pad. No patient involvement occurred.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2018. Investigation summary: received one each mega2000 with no reorder number or serial number visible anyplace on the pad or corner mold. Complaint confirmed. A DHR review was performed, and there is no evidence of device defect or malfunctions.